Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the client was found in bed, unwell. The catheter tubing was kinked which was straightened. The client's urine output was normal and clear yellow. Upon inspection, the suprapubic catheter was found dislodged but secured with mepilex at the right hip. The balloon had a pinhole leak, causing deflation. This was the 7th catheter issue, with 5 involving defective balloons, bard 12fr silicone. A new 12fr silicone catheter was inserted using sterile technique, with clear yellow urine return observed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the client was found in bed, unwell. The catheter tubing was kinked which was straightened. The client's urine output was normal and clear yellow. Upon inspection, the suprapubic catheter was found dislodged but secured with mepilex at the right hip. The balloon had a pinhole leak, causing deflation. This was the 7th catheter issue, with 5 involving defective balloons, bard 12fr silicone. A new 12fr silicone catheter was inserted using sterile technique, with clear yellow urine return observed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the client was found in bed, unwell. The catheter tubing was kinked which was straightened. The client's urine output was normal and clear yellow. Upon inspection, the suprapubic catheter was found dislodged but secured with mepilex at the right hip. The balloon had a pinhole leak, causing deflation. This was the 7th catheter issue, with 5 involving defective balloons, bard 12fr silicone. A new 12fr silicone catheter was inserted using sterile technique, with clear yellow urine return observed.

Event description:
It was reported that the client was found in bed, unwell. The catheter tubing was kinked which was straightened. The client's urine output was normal and clear yellow. Upon inspection, the suprapubic catheter was found dislodged but secured with mepilex at the right hip. The balloon had a pinhole leak, causing deflation. This was the 7th catheter issue, with 5 involving defective balloons, bard 12fr silicone. A new 12fr silicone catheter was inserted using sterile technique, with clear yellow urine return observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.